Event description:
A patient underwent a ptca followed by an unremarkable angio-seal deployment. A hematoma subsequently formed that could not be controlled with manual compression. The patient was transferred to the or for hematoma evacuation and surgical repair of the artery; however, the surgeon was unable to locate the collagen. The patient fully recovered from the surgery.